Manufacturer narrative:
The event product was returned to applied medical for evaluation. Due to the shield not being returned for evaluation, engineering was unable to physically evaluate (the shield) and determine the root cause. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap appendicectomy - "aspirating ovarian cyst with lap needle. When removed needle from port part of the seal came out with the needle. When the instrument guard (clear plastic circular flange) was examined there were only 7 segments left, two had sheared off. Once came out with needle and had to search for the other segment in the abdomen. This was located and removed. An extra 5mm port was inserted to find segment." Patient status - fine.